Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge jumped from 5% to 100% and back to 5%. Subsequently, the pump shut off. The customer connected the pump to a power source to charge and an unspecified malfunction occurred. The customer's blood glucose level ranged from 190 to 215 mg/dl. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction could not be verified; however, the alleged unspecified malfunction was verified.